Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case. Blood and solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is pressed against the posts and down into the well area of the lens case. The optic has a small scrape mark on the posterior side of the lens. All product and batch history records are quality reviewed prior to product release. Associated products were not indicated. It is unknown if qualified products were used. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The product investigation could not identify a root cause for the reported complaint of ¿lens stuck in main wound¿. The position of the lens while in the eye cannot be determined. Lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during a cataract surgery with an intraocular lens (iol) implantation, the iol became stuck in the main wound. The iol was damaged and removed. There was patient contact. The procedure was completed. Additional information has been requested.